Event description:
It was reported that a homechoice automated pd set with cassette leaked during peritoneal dialysis therapy. The patient was connected to the device for their initial fill when they observed the leak. The patient disconnected from the setup and upon removing the device, the patient noted a crack in the cassette. The patient was to finish therapy at their dialysis clinic and was advised to notify their nurse of the event. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was prescribed two product codes for a homechoice automated pd set with cassette. The product code and lot number of the product used by the patient is unknown; however, the two product codes share a common brand name, manufacturer, and 510k number which have been provided. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.